Event description:
It was reported that there was blood noted in the lumen of the right ventricular (rv) lead during the implant procedure. The physician felt that there was a possible insulation issue. The lead was explanted. The physician penetrated and poked a hole in the new rv lead when attempting to suture the lead down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the overlay tubing of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.